Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead exhibited high impedance, increased threshold, decreased r waves and oversensing due to a fracture in the proximal rate sense segment.